Event description:
A cusa nxt console loaner was used during surgery. The surgery was successful and the device was used for about 1 hour. When the surgeon was done with cusa, the console delivered an error code - e 0016. The error code could not be reset and the unit seized up. The unit was not in contact with the pt and there was no injury involved with this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.